Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to a power issue. Reportedly, the patient had blood glucose (bg) reading of 540 mg/dl and was generally not feeling well without any specific symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s pump status was not provided but allegedly recent adjustments were made to the insulin on board feature, basal rate and bolus settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap. The reporter noted that at the time of the reported power issue, the yellow o-ring was visible at the battery cap, suggesting that the cap might not have been tightened properly. The reporter stated that there was no moisture/corrosion in the pump and the pump powered on properly with a new battery. Troubleshooting was unable to resolve the reported power issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged intermittent power issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 3:32pm. The date of the event was overwritten due to continued use of the device. There was no evidence of intermittent power or any activity outside of normal use is observed. The total daily dose added up correctly and reflected the programmed basal rate target. The battery compartment and cap were undamaged. The battery cap measured within specifications and was able to secure to the pump with no pump reboots. ¿ez-prime¿ steps were performed correctly with no power interruption or other errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The pump¿s cover was removed and there was no intermittent condition observed to the power circuit or flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.